Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height matrix drawer 3.2 on the anesthesia system would not lock. The diagnostic tool indicated that the position sensor was not functioning. A field service engineer (fse) shut down the device to replace the position sensor and then rebooted the system. The fse verified that the matrix drawer was operational using the diagnostics tool. The customer was able to recover and inventory the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that while using bd pyxis¿ anesthesia station es drawer failed to stay closed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.